Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the direct surgical access to support the (B)(6) year old male patient who had been admitted in with plan for an off-pump coronary artery bypass due to known coronary artery disease. The patient was presenting in scai stage d shock and was on va-extracorporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The pump was supporting well beyond indication when on day 56 there was an alarm of high purge pressure with low purge flow. The team tried to remedy the alarming with the replacement of the purge cassette and addition of the lytic, tpa, being added to the purge. This did not resolve and as such the pump was explanted and replaced by a new 5.5 pump which supports to date. The pump upon explant was seen to have biomaterial attached. The tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient. The exchange of the purge cassette was performed with no consequence to the patient and support. Pump 2 supports to date and patient has survived.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of pph was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.